Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
On the same day as the removal of an implant in the same ada site (site 13), the clinician reported a failure when inserting another dental implant in type iii bone. The site was not grafted and another implant was not placed successfully in the site. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
On the same day as the removal of an implant in the same ada site (site 13), the clinician reported a failure when inserting another dental implant in type iii bone. The site was not grafted and another implant was not placed successfully in the site. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).